Event description:
It was reported that this patient received five inappropriate electric shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) examined device episode data and found that the shocks were inappropriate due to t-wave oversensing while programmed to the primary vector. Exercise testing was recommended. It was noted that this system will be reprogrammed to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.